Manufacturer narrative:
The field service engineer determined that cuvettes were only filling up 50%, so the detergent dispense was increased and a wash station was adjusted. The system ran without error after these actions. Calibration data did not show any evidence of an issue. Quality controls showed errors for the standby reagent bottle, but not the reagent bottle that was in use. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having issues with results for an unspecified number of patient samples tested with lipc lipase colorimetric on the cobas 8000 c (701) module. There were also precision issues with controls run for two other tests. The customer provided an example of one patient sample with discrepant lipase results. No incorrect results were reported outside of the laboratory. The sample initially resulted in a lipase value of 164 u/l and repeated as 76 u/l. The lipase reagent lot number was 58345101, with an expiration date of 30-apr-2022.